Manufacturer narrative:
(B)(4). Date sent: 2/3/2020. D4: batch #t92v1t. Investigation summary: the device was returned with the upper jaw detached and returned and the I-blade upper tip slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw and the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robotics assisted radical cystectomy, the jaws were broken off during use. The broken pieces were retrieved. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.